Manufacturer narrative:
Upon receiving the pump, the distributor performed a history review and system check. Pump history confirmed the reported issue on the event date. Troubleshooting was performed and the pump performed as intended. The reported issue did not reoccur.

Event description:
It was reported that the customer received a button alarm. There was no reported adverse effect to the customer's blood glucose level. Customer reverted to using an alternate method of insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.